Event description:
It was reported that the lead was broken and kinked. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal and proximal insulation were abraded at 6.5 cm from the lead tip. Abrasions are consistent with constant friction with another implantable device.